Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable high ise indirect na, k, ci for gen.2 results for multiple patient samples on (B)(6) 2017. The customer stated when the samples were repeated on their cobas 6000 c (501) module analyzer, the results were much lower. Of the provided data, only the sodium results for two patient samples were discrepant and reported outside the laboratory. Patient 1 initial result was 150 mmol/l and the repeat result was 141 mmol/l. Patient 2 initial result was 157 mmol/l and the repeat result was 142 mmol/l. The repeat results were believed to be correct and corrected reports were issued. The patients were not adversely affected. The electrode lot number and expiration date were requested but were not provided. The field service representative found a hole in the rinse mechanism tubing which caused sodium carryover. He replaced all the rinse mechanism tubing and ran successful precision, calibration, and qc.